Event description:
The following has been reported by customer: error 22 force sensor reporting as a conservative measure. No adverse effects were reported. More information is needed to complete the investigation.

Event description:
Device history record was reviewed, no event linked with the reported issue was found. Device history log was reviewed, and several error ID 22 were found. The device was not received because it was repair locally. To solve the issue the force sensor has been replaced. The defective part was received in brézins for investigation. According to our analysis, it was observed that a yellow wire had come loose on one sample, while a red wire was nearly detached on the other. The soldering between the epoxy on the sensor side and the four cables appears to be at fault, as it was not properly done on the sample. For this complaint, with the results of analysis the reported issue was confirmed. The root cause was found linked to a defective force sensor. To our knowledge this complaint is not being related to patient safety. This complaint is considered as: valid. The trend is: normal.